Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported patient faced infusion set leak event on 29-mar-2024.the infusion set was in use for one day. The leakage was at site. No further information available.